Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient stated that while trying to remove applicator, they pulled off the sensor pod and sensor wire was still attached to applicator. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.